Manufacturer narrative:
Findings: pump had stripped battery cap coin slot (p), cracked case at display window corner, battery tube threads, minor scratched display window. Pump received with no button response due to flattened all buttons dome switch. Inspected j2 on lcd connector and no unlocked connector noted.

Event description:
The customer reported via phone call indicating that the insulin pump had battery cap damage. Customer's blood glucose at time of incident was 113 mg/dl. Customer stated they are unable to remove the battery cap on their pump. Customer attempt it with a large screwdriver but unable to do so. The customer was advised to discontinue use of the pump if the battery is low and monitor it closely. The customer was advised that pump will need to be replaced.